Event description:
In 2009, a doctor reported that the maxcem elite cement had set too quickly in the patient's root canal. The doctor reported that when he tried to remove the cement the wall of the canal broke and he had to extract the patient's tooth.

Manufacturer narrative:
The doctor reported that the patient's tooth had to be extracted. A follow-up request for additional information and to return the product for evaluation has been made to the doctor. The actual device involved in the incident was not returned to kerr corporation for evaluation. Therefore, the retain sample was tested for gel/set time and the results were found to be within specifications.